Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, and after successfully doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which they acknowledged and understood.